Event description:
It was reported the customer manually delivered insulin via the pump based off an inaccurate continuous glucose monitor (cgm) reading. The cgm reading was reported ranging from 180-200 mg/dl; however, the customer did not verify bg levels via fingerstick. Due to the manually delivery the customer experienced "feeling symptoms of low bg" (specific bg value was not provided). Customer consumed glucose tablets to address bg level and required "ambulance workers" assistance. No treatment was provided by "ambulance workers" as they sat with customer and monitored bg levels. Tandem technical support performed a pump system check and confirmed that the pump performed as intended.